Event description:
D5 was infusing on primary tubing through an alaris 8100 pump. A secondary line of lr was attached from a bolus earlier in the day (about 10:00 am). The roller clamp to the secondary tubing was open. Within 10 minutes of changing the primary infusion bag at approximately 16:00, the rn noted an increased drip rate in the drip chamber that seemed in excess of the programmed 125mls/hr. The rn immediately utilized the roller clamp on the primary tubing and removed the alaris pump from service. The primary bag was hung on the secondary extender, which was folded in half, so that both hooks were attached to the IV pole.

Event description:
Operator of device was infusing on primary tubing through an alaris 8100 pump. A secondary line of lr was attached from a bolus earlier in the day (about 10:00 am). The roller clamp to the secondary tubing was open. Within 10 minutes of changing the primary infusion bag at approximately 16:00, the rn noted an increased drip rate in the drip chamber that seemed in excess of the programmed 125mls/hr. The rn immediately utilized the roller clamp on the primary tubing and removed the alaris pump from service. The primary bag was hung on the secondary extender, which was folded in half, so that both hooks were attached to the IV pole.

Manufacturer narrative:
The following elements have blank data.